Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit dropped out of helicopter.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit dropped out of helicopter. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and stated device was damaged during transport. Staff dropped the unit. Severe damage found on the rear cover of the console. Replaced console cover, quick connect oring and helium reservoir assembly. Performed a full function and calibration check. Could not duplicate any issues. Device cleared for use and returned to clinical service.

Event description:
N/a